Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR. Report#1627487-2017-06399, reference MFR. Report#1627487-2017-06397, reference MFR. Report#1627487-2017-06396. The patient was implanted with two scs systems (peripheral and occipital). It was reported during elective replacement of the occipital ipg; the pns system was previously explanted and replaced with a competitive pns system. It is unknown at the time the cause as well as the date of the procedure.